Manufacturer narrative:
(B)(4). The reported complaint of "insufficient battery power" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "the nurse conducting an instrument check when she noticed that the iabp was showing insufficient battery power. She then proceeded to charge the instrument. After charging, it was found that there was no indication of charging in progress. She immediately stopped the charging process and checked the battery condition. She discovered that there were bulges on the battery and the battery was damaged". No patient involvement reported.

Event description:
It was reported "the nurse conducting an instrument check when she noticed that the iabp was showing insufficient battery power. She then proceeded to charge the instrument. After charging, it was found that there was no indication of charging in progress. She immediately stopped the charging process and checked the battery condition. She discovered that there were bulges on the battery and the battery was damaged". No patient involvement reported.

Manufacturer narrative:
(B)(4).